Manufacturer narrative:
(B)(4). This lot was manufactured from march 18, 2015 ¿ march 19, 2015. The device was received for evaluation with approximately 120 ml of fluid within its reservoir. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The distal luer cap was removed and flow of solution was observed until the device emptied. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had no flow after almost 24 hours. There was no report of patient injury or medical intervention associated with this event.